Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the contacts on the scope were not cleaned sufficiently. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, prior to use in a diagnostic colonoscopy procedure during the preparation of their evis exera iii xenon light source device, the device displayed an unsupported scope message (the scope detection did not work). To resolve the issue in the short term, the customer used a similar device to complete the procedure. The customer was later instructed via troubleshooting to wipe the scope connectors with alcohol, which the customer then confirmed resolved the issue. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.